Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and beta haemolytic streptococcal infection ('infection (bladder/ urinary/tract/vaginal) type: beta hemolytic streptococcus group b') in a (B)(6) year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included leg pain and foot discomfort. Previously administered products included for an unreported indication: loestrin from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary/tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swing"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced beta haemolytic streptococcal infection (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy). Essure was removed in 2018. At the time of the report, the pelvic pain was resolving and the beta haemolytic streptococcal infection, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and dyspareunia outcome was unknown. The reporter considered anxiety, beta haemolytic streptococcal infection, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2015 insertion details, specify- trailing of coils left 5 and right 3. Date leave began: (B)(6) 2018 & date leave ended: (B)(6) 2018. Reason: hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: new pfs+mr received: new events added- pain, abnormal bleeding (vaginal, menorrhagia), infection: (bladder/urinary/tract/vaginal) type: beta hemolytic streptococcus, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), hormonal changes describe: mood swing, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain. Nausea, dyspareunia, vaginal infection, plaintiff does not undergo essure confirmation test. Outcome of pain was updated from unknown to recovering/resolving. Lot number, reporters, dob and indication were added. Concomitant drug and medical history was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and beta haemolytic streptococcal infection ('infection (bladder/ urinary/tract/vaginal) type: beta hemolytic streptococcus group b') in a 30-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included leg pain and foot discomfort. Previously administered products included for an unreported indication: loestrin from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary/tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swing"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced beta haemolytic streptococcal infection (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy). Essure was removed in 2018. At the time of the report, the pelvic pain was resolving and the beta haemolytic streptococcal infection, mood swings, vaginal haemorrhage, menorrhagia, vaginal infection, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased and dyspareunia outcome was unknown. The reporter considered anxiety, beta haemolytic streptococcal infection, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2015 insertion details, specify- trailing of coils left 5 and right 3. Date leave began: (B)(6) 2018 & date leave ended: (B)(6) 2018 reason: hysterectomy . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in a 30-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included leg pain and foot discomfort. Previously administered products included for an unreported indication: loestrin from (B)(6) 2013 to (B)(6) 2015. Concomitant products included nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary/tract/vaginal) type: vaginal"). On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swing"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced beta haemolytic streptococcal infection ("infection (bladder/ urinary/tract/vaginal) type: beta hemolytic streptococcus group b") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, beta haemolytic streptococcal infection, vaginal haemorrhage, menorrhagia, vaginal infection and vaginal discharge had resolved and the mood swings, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, fatigue, weight increased and dyspareunia outcome was unknown. The reporter considered anxiety, beta haemolytic streptococcal infection, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: 20-mar-2013 & 20-(B)(6) 2015 *insertion details, specify- trailing of coils left 5 and right 3. Date leave began: (B)(6) 2018 & date leave ended: (B)(6) 2018 reason: hysterectomy treatment received for pain, bladder or urinary problems, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), vaginal infection, vaginal discharge, beta hemolytic streptococcus group b were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.